Event description:
The complainant (an optician) reported that he has been wearing lenses for three years without problems and frequently changes lens care products. On (B)(6) 2015, he opened a new bottle of solution and put his lenses into the lens cup for 12 hours. On (B)(6) 2015, he attempted to insert the lenses and felt severe pain on the eye and had to see his ophthalmologist immediately. He was diagnosed with a corneal lesion and palpebral inflammation. The optician thinks that the corneal lesion is related to his manipulation of the lenses since he experienced difficulties with lens removal due to the severe pain upon lens insertion. The ophthalmologist prescribed vitabact and euronac 4 times a day for 1 week, and a continuation for a second week if not resolved. The ophthalmologist did not schedule a follow-up since then he believes the event will resolve, but advised the patient (the optician) to contact him if there is no improvement. Additional information has ben requested but not yet received.

Manufacturer narrative:
(B)(4). The device is currently in process of being returned for evaluation. A follow-up medwatch will be filed upon completion of sample testing and investigation. (B)(4).